Event description:
It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. The target lesion was located in the mildly tortuous and mildly calcified obtuse marginal branch (om). The target lesion was treated with pre-dilation and placement of an unknown size promus premier stent. Post-dilation was performed. The patient was discharged on brilinta. In (B)(6) 2014, the patient came in with no symptoms. In-stent restenosis was identified, which was treated with a non-bsc stent. The patient¿s status was fine. The physician reported the event was unrelated to the stent since the patient stopped taking brilinta 3 days prior due to a nose bleed.

Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: 1-3 months prior to event. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).